Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of recurrent bilateral inguinal hernias. It was reported that after the implant, the patient experienced recurrence, migration of mesh, chronic inflammation and scarring post-operative patient treatment included revision surgery.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of recurrent bilateral inguinal hernias. It was reported that after the implant, the patient experienced recurrence, migration of mesh, chronic inflammation, spermatic cord involved, cord lipoma, yellow-tan lobulated portion of tissue that is covered with a thin layer of membranous tissue, induration, fibrosis, attenuation, lax fixation of the right testicle, free fluid, and scarring post-operative patient treatment included revision surgery, excision of cord lipoma, large redundant portion of direct sac removed, diagnostic laparoscopy, and hernia repair with new mesh.

Manufacturer narrative:
Additional information: a1, a3(weight in lbs.), b5, b6, b7, d1, d4(model#, catalog#, expiration date), g4, g5(PMA/510(k)), h4, h6 h6: patient codes-c64343 (induration, attenuation, lax fixation of the right testicle). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: b5, d8, g3, h4, h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of recurrent bilateral inguinal hernias. It was reported that after the implant, the patient experienced recurrence, migration of mesh, chronic inflammation, spermatic cord involved, cord lipoma, yellow-tan lobulated portion of tissue that is covered with a thin layer of membranous tissue, induration, fibrosis, attenuation, lax fixation of the right testicle, free fluid, defective device, mental and physical pain, suffering, disability, impairment, loss of enjoyment of life, loss of care/comfort/consortium, mesh failure, pain and bulging in his right lower abdominal area, a CT scan confirming recurrent bilateral inguinal hernias, surgeon saw hardened tissue and found marked scarring and chronic inflammation, and surrounding tissues were ¿markedly indurated and fibrosed,¿ and scarring post-operative patient treatment included revision surgery, excision of cord lipoma, large redundant portion of direct sac removed, diagnostic laparoscopy, the surgeon was forced to convert the procedure to an open operation after encountering a portion of defendants¿ mesh on the right inguinal side, and the surgeon called a urologist to assist in the surgery in order to mobilize the recurrent hernia sac from patient¿s spermatic cord structures and preserve the vascular supply and vas deferens on the right side due to the chronicity of the problems in the area and hardened tissues in the area, and hernia repair with new mesh.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of recurrent bilateral inguinal hernias. It was reported that after the implant, the patient experienced abdominal pain, erectile dysfunction, recurrence, migration of mesh, chronic inflammation, spermatic cord involved, cord lipoma, yellow-tan lobulated portion of tissue that is covered with a thin layer of membranous tissue, induration, fibrosis, attenuation, lax fixation of the right testicle, free fluid, defective device, mental and physical pain, suffering, disability, impairment, loss of enjoyment of life, loss of care/comfort/consortium, mesh failure, pain and bulging in his right lower abdominal area, surgeon saw hardened tissue and found marked scarring and chronic inflammation, and surrounding tissues were ¿markedly indurated and fibrosed,¿ and scarring. Post-operative patient treatment included medication, a CT scan confirming recurrent bilateral inguinal hernias, repair of incarcerated recurrent direct left and right inguinal hernias, revision surgery, excision of cord lipoma, large redundant portion of direct sac removed, diagnostic laparoscopy, the surgeon was forced to convert the procedure to an open operation after encountering a portion of defendants¿ mesh on the right inguinal side, and the surgeon called a urologist to assist in the surgery in order to mobilize the recurrent hernia sac from patient¿s spermatic cord structures and preserve the vascular supply and vas deferens on the right side due to the chronicity of the problems in the area and hardened tissues in the area, and hernia repair with new mesh.

Manufacturer narrative:
Additional info: a4, b5, b7, h6 (added patient codes, imf codes, updated ime e2402 to include: "erectile dysfunction"). Correction: h6 (removed patient code). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.